Event description:
Patient left reverse shoulder was revised (B)(6)-2015 - revised due to disassociation of the glenosphere - replaced with new glenisphere - for easier access took out poly liner and cup as well during revision.

Manufacturer narrative:
An event regarding difficulty seating an rsa glenosphere onto a baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: no material or manufacturing defects were identified. -medical records received and evaluation: all records were reviewed by a consulting clinician who indicated there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: based on the results of the mar and medical review, the reported event is the result of the glenosphere being improperly seated to the baseplate at the initial time of implantation. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient left reverse shoulder was revised (B)(6)-2015 - revised due to disassociation of the glenosphere - replaced with new glenisphere - for easier access took out poly liner and cup as well during revision.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.